Event description:
It was reported that the user was unable to rotate and lock the luer connector onto a prefilled fiasp cartridge during setup, which was resolved after rewinding and replacing the cartridge, followed by a successful infusion set change and normal attachment to a new prefilled cartridge. Symptoms included elevated blood glucose previously reported on medwatch 3019004087-2025-08097. Outcomes included transient impact to glycemic control without alarms, adverse events, or hospitalization. Investigation included guided troubleshooting and user education. Investigation of this case revealed that the issue was attributable to the specific prefilled cartridge that could not be secured, while the pump and connector functioned as expected with a replacement cartridge. It was concluded that the event resulted from a problematic cartridge rather than a device malfunction, and product use continued after corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.